Manufacturer narrative:
(B)(4). Additional information requested and received: was the post-operative care of the patient changed as a result of the event? No. What color cartridge was being used? No information available. Was buttressing material utilized? If so, which product? No information available. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No the analysis results showed that one long60 device was returned with no visual non-conformances and with an ecr60d fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastric bypass procedure, after several stapling, the device is remained closed on the anatomical part (stomach). We needed to cut the stomach around the device to remove it. Surgery was prolonged thirty minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the post-operative care of the patient changed as a result of the event? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when?